Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted to treat symptomatic grade 3 cystocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/11/2016.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted, due to symptomatic pop, cystocele, rectocele, sui, vaginal prolapse. It was reported that following insertion the patient experienced urinary and bowel problems. It was reported that the patient underwent desara mesh placement, sacrospinous colpopexy, lysis of adhesions, anterior colporrhaphy and mesh explantation for absent perineum, bowel adhesions, vaginal vault prolapse, enterocele, cystocele and rectocele on (B)(6) 2013. No additional information was provided.